Event description:
The user facility originally informed the MFR that a pt was discovered to have a first degree burn on his lower left leg, just below the knee after an MRI exam with the sense body coil. Several weeks later the MFR rec'd new info from the complainant describing that the originally diagnosed 1st degree burn had worsened and the skin in the burn area had blistered and was infected.

Manufacturer narrative:
(B)(4). (Eval method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to FDA.